Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for patient 2 of 2. The patient's right knee was revised on or after an x-ray taken on (B)(6) 2021 was provided. Email received from a surgeon reports the following: "...we are starting to see some early postop failures in older patients with stryker cementless tibias without stems (I have had two in the past 3 months) I have attached an x-ray of a patient that had collapse after surgery within a few weeks. I think this would have been prevented with a stem. This case required a revision.¿" update: revision of left total knee due to peri prosthetic fracture. Surgeon suspects patient fell.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an unknown baseplate was reported. The event was confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: "the x-rays dated (B)(6) 2021 demonstrate collapse and fragmentation of the medial tibial plateau with the implant now in a marked varus position. While I can confirm early failure of a pressfit tibia in a 72 year old patient, with such limited information I can not determine a root cause for this issue." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to periprosthetic fracture of the tibial plateau and that the surgeon suspects the patient fell. The event was confirmed by a review of the provided x-ray image by a clinical consultant. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification information, pathology reports, pre- and post-operative x-rays and the primary/revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for patient 2 of 2. The patient's right knee was revised on or after an x-ray taken on (B)(6) /2021 was provided. Email received from a surgeon reports the following: "...we are starting to see some early postop failures in older patients with stryker cementless tibias without stems (I have had two in the past 3 months) I have attached an x-ray of a patient that had collapse after surgery within a few weeks. I think this would have been prevented with a stem. This case required a revision.¿" update: revision of left total knee due to peri prosthetic fracture. Surgeon suspects patient fell.